Event description:
On (B)(6) 2007, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, a non-contrast computed tomography scan revealed aneurysmal growth of unknown origin. The physician indicated the aorta had a ¿substantial amount¿ of inflammation of unknown etiology. The aneurysmal sac had enlarged to a reported 7 cm in diameter (original sac measurement is unknown). On (B)(6) 2014, the physician explanted a portion of the existing stent graft system. It was reported that no patent inferior mesenteric or lumbar arteries could be seen when the aneurysmal sac was opened. The physician left the trunk component in place, removed the limbs, and surgically repaired the vasculature. The patient tolerated the procedure. The explanted graft was not available for analysis.

Manufacturer narrative:
A review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurismal enlargement and surgical conversion.